Event description:
Edwards received information that the subject bioprosthetic aortic valve was explanted after an implant duration of approximately twelve (12) years. Despite multiple follow ups with the healthcare provider, no additional information or details were provided regarding this event and the device was not returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: report of an explanted aortic bioprosthetic valve after 12 years of implant. Despite multiple follow ups with the healthcare provider, no additional information or details were provided regarding this event and the device was not returned for evaluation. Therefore, the root cause of this explant cannot be determined or evaluated at this time. Edwards will continue to review and monitor all events.